Event description:
Additional information received reported the event had not resolved and the patient had exited the study.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208822504, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported on (B)(6) 2015, the patient had an increase of incontinence due to a decrease of the efficacy of the neurostimulator. It was unknown what led to the event or how the issue was identified. No diagnostics or troubleshooting was performed. The patient was reprogrammed. The event was ongoing. The event was not serious, related to the stimulator, and not related to the procedure. Relevant medical history includes fecal incontinence since 2006 due to peripheral neuropathy. If additional information is received, a follow-up report will be sent.